Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased pacing impedances. A revision procedure was performed. During the revision, insulation damage consistent with lead entrapment in the clavicle-first rib region was observed. This lead was extracted and discarded. No additional adverse patient effects were reported.